Event description:
It was reported that a patient using ilet with dexcom g7 experienced a pairing failure between the cgm and the ilet while the dexcom receiver was active, consistent with an intermittent communication failure involving the device¿s wireless components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the patient and healthcare provider and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the dexcom g7 receiver and the ilet, consistent with intermittent communication failure and implicating the electrical and magnetic subsystem, including the antenna; turning off and distancing the dexcom receiver allowed the ilet to reconnect to the g7 after a typical reconnection interval. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.